Event description:
It was reported the pt had not received effective stimulation since the implant of the scs system. The pt reported the stimulation overlapped the pain pattern but was not effectively relieving the pain. It was reported the pt had not used the stimulation for months, and reprogramming had not resolved the issue in the past. The pt was scheduled for additional reprogramming.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.